Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen did not start normally in the black. There was no reported patient involvement.

Event description:
The customer reported "the screen did not start normally in the black." There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. It is unknown if the device was in use at the time of the reported issue.